Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, and occlusion test were performed. Investigation unable to determine customer report problem and found no damage to the speaker or interconnect board. Investigator replaced the pump speaker as a preventative measure. Performed pm and all functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited audible alarm error. No adverse effects were reported.